Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR :05jun2019. A touchscreen assembly was return for analysis. A visual inspection of the return component found no damage or contamination. An investigation was performed and the customer reported issue was confirmed, the touch screen was out of tolerance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Report date: 13feb2019. Date received by manufacturer: 12feb2019. The manufacturer¿s technical services (ts) confirmed the reported issue. Operators noticed a message about using a bacteria filter and the message would not let them proceed. Advised customer that the message is part of the 2.30 software. Walked customer through the check and had them to press the alarm reset and nothing occurred. Walked customer through the screen calibration, at that point it was noted that the alarm reset button was working. Walked back through the touch screen calibration and the last button had issues. Advised customer that the touch screen needs to be replaced. The manufacturer's field service engineer (fse) replaced the defective touchscreen and calibrated the unit to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported touchscreen issue. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. Event date not specified; estimate used.